Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic venous thrombosis ("blood clot in my pelvic vein") in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), pelvic venous thrombosis (seriousness criterion hospitalization), menorrhagia ("abnormal bleeding (menorrhagia) menstrual bleeding that was heavy and clotting"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia(painful sexual intercourse)"), weight increased ("weight gain"), abdominal pain upper ("left lower front side of stomach pain/massive pain on my left side") and menstrual disorder ("cause issue with my menstrual cycle"). The patient was hospitalized from (B)(6) 2014 to (B)(6) 2014. The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, headache and abdominal pain upper had resolved, the vaginal haemorrhage, pelvic venous thrombosis, menorrhagia, migraine, dyspareunia and weight increased outcome was unknown and the menstrual disorder was resolving. The reporter considered abdominal pain upper, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pelvic venous thrombosis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there is a small piece of one of the essure devices may still be in the abdominal cavity, was unable to be visualized but was not part of the metal coil, part of the non metal core. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and medical record received:the event abnormal vaginal bleeding, menorrhagia, migraines, headaches, dyspareunia, weight gain, pelvic venous thrombosis, stomach pain, menstrual cycle disorder, plaintiff had not undergone essure confirmation test added.reporters,events outcome added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic venous thrombosis ("blood clot in my pelvic vein/blood clot") in a 44-year-old female patient who had essure (batch no. B60744) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". The patient's previously administered products included for an unreported indication: mirena iud. Concurrent conditions included overweight. Concomitant products included bupropion hydrochloride (wellbutrin) from 2012 to 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia) menstrual bleeding that was heavy and clotting"), migraine ("migraines") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced abdominal pain lower ("left lower front side of stomach pain/massive pain on my left side"). In 2014, the patient experienced pelvic venous thrombosis (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), headache ("headaches") and menstrual disorder ("cause issue with my menstrual cycle"). The patient was hospitalized from (B)(6) 2014 to (B)(6) 2014. The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, headache and abdominal pain lower had resolved, the pelvic venous thrombosis, migraine, dyspareunia and weight increased outcome was unknown and the menstrual disorder was resolving. The reporter considered abdominal pain lower, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pelvic venous thrombosis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there is a small piece of one of the essure devices may still be in the abdominal cavity, was unable to be visualized but was not part of the metal coil, part of the non metal core. She had sterilization request and mirena intrauterine device in place. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic venous thrombosis ("blood clot in my pelvic vein") in a 44-year-old female patient who had essure (batch no. 860744) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". The patient's concurrent conditions included overweight. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic venous thrombosis (seriousness criterion hospitalization), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia) menstrual bleeding that was heavy and clotting"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia(painful sexual intercourse)"), weight increased ("weight gain"), abdominal pain lower ("left lower front side of stomach pain/massive pain on my left side") and menstrual disorder ("cause issue with my menstrual cycle"). The patient was hospitalized from (B)(6)2014 to(B)(6)2014. The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, headache and abdominal pain lower had resolved, the pelvic venous thrombosis, vaginal haemorrhage, menorrhagia, migraine, dyspareunia and weight increased outcome was unknown and the menstrual disorder was resolving. The reporter considered abdominal pain lower, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pelvic venous thrombosis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there is a small piece of one of the essure devices may still be in the abdominal cavity, was unable to be visualized but was not part of the metal coil, part of the non metal core. She had sterilization request and mirena intrauterine device in place. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6)2018: lot number was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic venous thrombosis ("blood clot in my pelvic vein/blood clot") in a 44-year-old female patient who had essure (batch no. B60744) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". The patient's previously administered products included for an unreported indication: mirena iud. Concurrent conditions included overweight. Concomitant products included bupropion (wellbutrin) from 2012 to 2018. On (B)(6)2013, the patient had essure inserted. In (B)(6)2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia) menstrual bleeding that was heavy and clotting"), migraine ("migraines"), dyspareunia ("dyspareunia(painful sexual intercourse)") and weight increased ("weight gain"). In (B)(6)2014, the patient experienced abdominal pain lower ("left lower front side of stomach pain/massive pain on my left side"). In 2014, the patient experienced pelvic venous thrombosis (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), headache ("headaches") and menstrual disorder ("cause issue with my menstrual cycle"). The patient was hospitalized from (B)(6)2014 to (B)(6)2014. The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, headache and abdominal pain lower had resolved, the pelvic venous thrombosis, migraine, dyspareunia and weight increased outcome was unknown and the menstrual disorder was resolving. The reporter considered abdominal pain lower, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pelvic venous thrombosis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there is a small piece of one of the essure devices may still be in the abdominal cavity, was unable to be visualized but was not part of the metal coil, part of the non metal core. She had sterilization request and mirena intrauterine device in place. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Most recent follow-up information incorporated above includes: on 1-nov-2018: pfs received. Lot number was updated. Reporter's information, concomitant drug, historical drug was added. Updated outcome of events(abnormal bleeding)(vaginal, menorrhagia)). Updated onset date of events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed in 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.